Event description:
It was reported that the asymptomatic patient presented to the operating room for lead repositioning procedure; r-wave amplitude variation was observed due to dislodgement of the right ventricular lead. Fluoroscopic imaging revealed that the lead migrated into the subclavian vein. Additionally, lead was noted to have helix extension and retraction issues, high impedance and failure to capture issue. Lead was explanted and a new lead was implanted. The patient¿s condition before, during and post procedure was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.